Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient stopped experiencing therapeutic effect very suddenly. The patient was taken to surgery. Upon removal of the pump, the physician was easily able to aspirate csf through the catheter. It was believed that the pump volumes were checked during surgery and found to be "essentially the same"; expected versus actual. The physician decided to replace the entire system anyway. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver lioresal.